Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit may require maintenance. No one was harmed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g1 (contact person: mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields: d8. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they adjusted the connections on the video generator board, but the issue persisted. The fse replaced the executive processor board (d670-00-0770). The unit passed all functional and safety tests and was returned to customer. The failure analysis and testing dept. Received part number with a reported unit failure of an iabp may require maintenance message during use. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Tested for 2 hours with no failures appearing. Fault not confirmed. Retaining the part in the failure analysis and testing department per procedure number.